Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (model zlb00 +26.0 diopter) was implanted in the left eye of a female patient on (B)(6) 2017. The lens was later explanted on (B)(6) 2018 because the patient was not satisfied with the vision. Reportedly, the patient complained of headaches. A monofocal lens (model zcb00 + 26.0 diopter) was implanted as a replacement. The incision was not enlarged to remove the multifocal lens and a vitrectomy was not performed. The patient was reported being better with the zcb00 lens. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.